Event description:
It was reported that a patient presented with a marker anomaly noted on the patient's implantable cardioverter defibrillator. No intervention was reported, and the patient will continue to be monitored. No patient consequences were reported.

Manufacturer narrative:
The reported event of marker anomaly was confirmed. Based on the information provided, the delay to add the marker was not firmware related. The root cause of the delay was unable to determined.